Event description:
Patient representative reported ultrasound showed ¿pronounced seroma with increased volume¿ and ¿rippling¿ against left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, b.6, g.1, g.2, h.4, h.6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and fold of the implant. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes

Event description:
Physician reported capsular contracture, baker grade unknown, and fold of the implant. The status of the device is unknown. Left side.